Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the medication is not showing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was reported that the station facility formulary management error. The technical support specialist (tss) remoted onto the application server and accessed the facility formulary. Upon review, it was found that the medication in question did not have a security group assigned. The issue was resolved by assigning the appropriate group to the medication. The system functioned as intended technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the medication is not showing. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.